Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead had dislodged. The rv lead is not used and replaced. The patient was in stable condition throughout the procedure.